Event description:
It was reported that a bilateral patient enrolled in the mom 480 clinical study, underwent a left total hip arthroplasty on september 1, 2010 and a right total hip arthroplasty on (B)(6) 2009. A subsequent revision of the left hip was performed on an unknown date due to cup loosening and radiolucency. The cup was removed and replaced. No further information has been provided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown. Date explanted - unknown. PMA/510(k) number. Manufacture date ¿ unknown.